Event description:
This companion 2 driver was not supporting a pt. The customer reported that the companion 2 driver exhibited a "single compressor malfunction" alarm. The customer also reported that he attempted to restart the driver 3 times to clear the alarm, but the alarm did not resolve. The companion 2 driver was returned to syncardia for evaluation. Efforts to reproduce the "single compressor malfunction" alarm while operating the driver under the same conditions as the customer were successful. The root cause of the reported alarm was a malfunction of the left compressor. The left compressor was replaced, and the companion 2 driver passed all final performance testing. This failure mode poses a low risk to a pt because the issue was observed when the driver was not supporting a pt. In addition, it would not prevent the driver from performing its life-sustaining functions.

Manufacturer narrative:
Syncardia has initiated a corrective action (CAPA) to address "a single compressor malfunction" alarms. The investigation is in process. Syncardia has completed its evaluation of this complaint and is closing this file.